Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.